Event description:
A (B) (6) male pt contacted zoll lifecor customer support service to report he was getting a "wrench and then a 6". Support service also noticed the pt had received this error code several times before. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor had several "wrench code 6 notifications." The cause of "wrench code 6" notifications were defective response buttons, which intermittently remained in the on position on the monitor. The response buttons are two electromechanical switches that allow the pt to interact with the monitor device. The root cause of the defective response buttons was not positively identified. The response buttons were replaced and the monitor was fully functional. No adverse event resulted from the defective monitor. The pt received a replacement monitor.